Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation due to the left ventricular (lv) lead while lying on the back. The device was reprogrammed and the lv lead pacing polarity was changed. The patient is a participant in the product surveillance registry (psr) clinical study. No further patient complications have been reported as a result of this event.